Manufacturer narrative:
A vyaire medical field service technician went onsite then checked the device and confirmed mean airway pressure was fluctuating. Calibrated pneumatics and resolved the issue. Also tightened all tubings. Proceeded with 2k preventive maintenance. Calibrated airway pressure transducer and ddi board. Ran performance check, unit passed all test and runs according to OEM specs.

Event description:
The customer reported fluctuating mean airway pressure while on a patient on the 3100 a ventilator. The customer confirmed that there was no patient involvement associated with the reported event.